Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead experienced high threshold. The ra lead was repositioned and remains in use. In addition, a few hours after the right atrial (ra) lead repositioning, the device was unable to measure the lead impedances despite many attempts. The value on the impedance trend was less than 3000 ohms on both the atrial and ventricular channels. After exiting the session and with re-interrogation, the lead impedances were still unable to be measured. The following morning, the device was checked with a different programmer and impedances were able to be measured and were within range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)